Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this device does not have a tissue pad, was the part that was detached the top jaw of the device? Or, did the ptc in the upper jaw detach and fall into the patient? Customer told us that it was a jaw that detach and fell into the patient. Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported by that during an unknown procedure the device got tissue pad detached into the patient. The broken part was removed from the patient. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # n9111m. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.